Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Ccc dispatched a siemens customer service engineer (cse) to the customer site. After evaluating the instrument, the cse replaced the integrated multi-sensor technology (imt) probe and performed a total service visit which included a power flush of the imt system. The cse ran a check test which passed. The customer then verified the operation process by running qc. A siemens headquarter support center (hsc) specialist reviewed the patient's replicates which showed no additional discordant samples were obtained following the service visit. Based on the data, hsc concludes the cause of the discordant, falsely elevated sodium (na) and chloride (cl) obtained on four patient samples is due to poor sample quality and the accumulation of gel fibrin and/or cellular debris which had intermittently impacted imt dilutions for patient samples. The issue was resolved with a service visit. The cause of the discordant, falsely elevated (na) and (cl) is associated with sample integrity. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant falsely elevated sodium (na) and chloride (cl) results were obtained on one patient sample on a dimension vista 1500 instrument. The discordant results were not reported to the physician(s). The sample was repeated on the same instrument, resulting lower. The sample ((B)(6)) was repeated again on an alternate dimension vista instrument, resulting similarly to the first repeat. The repeat result from the original instrument was consistent with the patient's history and was reported to the physician(s). An additional 3 discordant ((B)(6)), falsely elevated results obtained on the original dimension vista instrument, were identified by a siemens headquarter support center (hsc) specialist during the instrument data review. The samples were repeated on the same instrument, resulting lower. It is unknown if the initial and or corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated na and cl results.

Manufacturer narrative:
The initial MDR 1226181-2016-00269 was filed on may 27, 2016. Additional information (05/27/2016): the siemens customer care center (ccc) contacted the laboratory and requested which results for the 3 additional patients were reported to the physician(s). Corrected information (05/27/2016): the initial MDR 1226181-2016-00269 was incorrectly dated 05/26/2016. The correct date is 05/27/2016.

Event description:
The repeat results for sample ID: (B)(6) were reported to the physician(s). For sample ID (B)(6) the repeat result for na was reported to the physician(s). However, for chloride the initial result was reported to the physician(s).